Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there were no adverse issues associated with the breakage and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was not returned to MFR as yet. Lot number info has not been provided to permit further investigation.